Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states she had a really bad fall and landed on the corner of a piece of furniture on her stimulator. Patient states they could not touch that area and could not wear clothes for several days and that got better but still can't put any pressure on it but could gently lay her hand over it. Patient asked if you can hurt a stimulator when you fall directly on it like that and agent reviewed. Patient also mentioned when they went to charge today which is the first time they has charged since the fall, patient was getting a strange spasm or a shock or something that went from the stimulator to the bottom of her booty and leg. Patient mentioned this happened 3 times while charging and it happened within a 45 minute period and they had never felt it before. Patient confirmed they did not turn off the system or turn it down. Patient said it was like a line from there to the very top of her leg or the butt and it was a straight line feeling. The whole area felt that way and it only lasted 5 seconds at most. Patient has some bruises over the top of stimulator which her pain management doctor said why did you put it in your butt because it's too low but it is comfortable. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.